Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that, during surgery setup, video feed was not available on the console screen. Troubleshooting was performed on site, including the use of a second camera head, replacement cables, and a second ibsu. However, the issue persisted. The procedure was performed with a manual laparoscopic approach. No harm was reported in relation to this event. The field service engineer investigated the device and found that the primary contributor to the loss of video was damage to the micro-bnc port on the visualisation bedside unit. The exact cause of the damage could not be determined, as no specific event was identified that led to this, this was observed during troubleshooting performed for the alleged event. However, connector damage is typically associated with the application of excessive or improper force, and is therefore most likely related to handling. Damage to the micro-bnc connector was also found on one of the camera head cables. Following the inspection and replacement of the bedside unit connector panel, the system was tested and performed correctly. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.